Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device was not cycling properly, believed to be due to a leak in the balloon; therefore, a revision surgery was performed to remove and replace the component. There were no device issues and no further patient complications reported.